Event description:
It was reported that two stents were successfully implanted near the vertebral basilar junction. A day post the index procedure, the patient suffered a minor stroke that was treated with aspirin and plavix (dose unknown). Post treatment, the patient was reported as recovering but with a facial drop and rehabilitation therapy was recommended. The physician believed that the stroke was due to a stent strut possibly blocking a perforator artery.

Event description:
It was reported that two stents were successfully implanted near the vertebral basilar junction. A day post the index procedure, the patient suffered a minor stroke that was treated with aspirin and plavix (dose unknown). Post treatment, the patient was reported as recovering but with a facial drop and rehabilitation therapy was recommended. The physician believed that the stroke was due to a stent strut possibly blocking a perforator artery.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan malfunctioned. Stroke is a known and anticipated complication associated with these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Additional information was received from the facility informing that the patient expired in (B)(6) 2010, the exact date and cause of death are unknown.

Event description:
It was reported that two stents were successfully implanted near the vertebral basilar junction. A day post the index procedure, the patient suffered a minor stroke that was treated with aspirin and plavix (dose unknown). Post treatment, the patient was reported as recovering but with a facial drop and rehabilitation therapy was recommended. The physician believed that the stroke was due to a stent strut possibly blocking a perforator artery.